Event description:
The pt reported he developed a red, weepy patch of skin under the tape collar of the device. After using an unspecified prescription cream, the pt reported the affected area had cleared. No further pt complications were reported as a result of this event.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.